Event description:
Pt stated due to side effects md discontinued prescription. Details not provided. Date last dose taken not provided. Pt reported they were hospitalized from (B)(6) 2025 due to having to remove her breast implant that was infected, blood level was low, white platelets low. No further details not provided. Frequency: take 4 tablets by mouth 2 times a day for 1-14 days on then 7 days off to complete a 21 day cycle indication: malignant neoplasm of upper-outer quadrant of left female breast.